Event description:
Allegedly, patient was revised due to infection. Srnjr number: (B)(6), side: l, gender: m.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.